Event description:
It was reported to boston scientific corporation that a mantis clip device was used in a procedure performed on (B)(6) 2025. During the procedure, the physician noted that the mantis device failed to deploy. Despite multiple attempts to open and close the handle, it did not respond. Ultimately, they had to forcibly remove the clip from the tissue. The procedure was completed with a non - bsc device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip failed to deploy.